Event description:
The customer reported the foot board was inoperable. No pt injury reported.

Manufacturer narrative:
Ge service representative performed an on site investigation. The left insert was adjusted and verified the button did not stick. The system was tested and found to be working as intended, and put back into service.